Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed volume accuracy test.

Event description:
It was reported that the customer experienced a low blood glucose level. Actual low blood glucose level was unknown, but her most recent blood glucose level was 300 mg/dl. When she called the paramedics, they made her eat until her blood glucose level was 100 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.